Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting down. Customer¿s blood glucose (bg) level was 524 mg/dl. Customer required assistance due to bg level and was administered a manual injection and changed pump supplies to address their bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.